Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 19 days following the implant of the valve, the patient died. The cause of death was bleeding due to disseminated intravascular coagulation (dic). Per the physician, the death was not related to the valve, but the death was related to the procedure.

Manufacturer narrative:
Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the guidewire perforated the left ventricle. Peri cardial effusion was noted and the patient's blood pressure dropped rapidly. Percutaneous cardiopulmonary support (pcps) was introduced, a thoracotomy was performed to repair the left ventricle, and the perforation site was repaired. Subsequently, an aortic valve replacement was performed. The patient left the room with pcps in place. Additional information was received to report the guidewire used was a non-medtronic product (manufacturer unknown). The medtronic valve was explanted during the thoracotomy. The physician reported it was not possible to determine when the perforation occurred, whether caused by the guidewire before the valve was inserted or if it occurred during valve delivery. Additional information was received that approximately 19 days following the implant of the valve, the patient died. The cause of death was bleeding due to disseminated intravascular coagulation (dic). Per the physician, the death was not related to the valve, but the death was related to the procedure. Additional information was received that a ventricular rupture resulted from the perforation. Additional information was received that the dic occurred following pcps support. Per the physician, there was a causal relationship between the death, valve and implant procedure.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the guidewire perforated the left ventricle. Peri cardial effusion was noted and the patient's blood pressure dropped rapidly. Percutaneous cardiopulmonary support (pcps) was introduced, a thoracotomy was performed to repair the left ventricle, and the perforation site was repaired. Subsequently, an aortic valve replacement was performed. The patient left the room with pcps in place. Additional information was received to report the guidewire used was a non-medtronic product (manufacturer unknown). The medtronic valve was explanted during the thoracotomy. The physician reported it was not possible to determine when the perforation occurred, whether caused by the guidewire before the valve was inserted or if it occurred during valve delivery.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves. Manufactured date: 2024-07-26; use by date: 2026-07-26; full UDI# (B)(4). Corrected data: d. Suspect medical device full UDI# additional codes. Annex f and g were inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012373646); product type: 0195-heart valves. Guidewire (manufacturer: unknown); (lot: unknown). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the guidewire perforated the left ventricle. Peri cardial effusion was noted and the patient's blood pressure dropped rapidly. Percutaneous cardiopulmonary support (pcps) was introduced, a thoracotomy was performed to repair the left ventricle, and the perforation site was repaired. Subsequently, an aortic valve replacement was performed. The patient left the room with pcps in place.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the guidewire perforated the left ventricle. Peri cardial effusion was noted and the patient's blood pressure dropped rapidly. Percutaneous cardiopulmonary support (pcps) was introduced, a thoracotomy was performed to repair the left ventricle, and the perforation site was repaired. Subsequently, an aortic valve replacement was performed. The patient left the room with pcps in place. Additional information was received to report the guidewire used was a non-medtronic product (manufacturer unknown). The medtronic valve was explanted during the thoracotomy. The physician reported it was not possible to determine when the perforation occurred, whether caused by the guidewire before the valve was inserted or if it occurred during valve delivery. Additional information was received that approximately 19 days following the implant of the valve, the patient died. The cause of death was bleeding due to disseminated intravascular coagulation (dic). Per the physician, the death was not related to the valve, but the death was related to the procedure. Additional information was received that a ventricular rupture resulted from the perforation.